Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation that the ar-8315w synergy resection wireless footswitch would not connect is confirmed. The complaint allegation of a smoke smell is not confirmed. One unpackaged ar-8315w synergy resection wireless footswitch serial number:(B)(6) was received for investigation. Visual evaluation of the returned device noted wear and tear to the device with discolored metal observed around the pushbuttons. Functional testing was performed with a known good ar-8305 shaver console and it was found that when plugged into the console, the returned ar-8315w synergy resection wireless footswitch receiver red battery/status led indicator was flashing slowly, indicating it was not paired. Two new aa alkaline batteries were installed into the footswitch and pairing was attempted. Three attempts were made to pair the ar-8315w synergy resection wireless footswitch with the ar-8305 shaver console with no success. During functional testing, no smells were observed to come from the device. A smoke smell was not able to be replicated. The most likely cause for the reported failure of not connecting to the bluetooth/wireless can be attributed to wear and tear incurred from repetitive usage and reprocessing. Date of manufacture: 2020.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-8315w synergy resection wireless fs kit smells like there is smoke coming from it. It is also not connecting to the bluetooth/wireless. No case/patient involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.